Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the device. Green particles observed in the surface of the shell. Wear abrasion observed in the device. Observed a broken striated assessed as to surgical damage . No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth implants due to the patient's concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.